Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, dft (defibrillation threshold) testing failed at 15j, 25j, and 35j. The polarity was reversed and dft failed at 25j but was successful at 35j. Because the lead was in an apical location to begin with, the physician felt that repositioning the lead would unlikely result in lower dfts. The lead was not used and another lead was successfully implanted, as dfts were successful at 25j and initial polarity. No patient complications have been reported as a result of this event.